Event description:
It was reported that one day prior to the report the patient had felt her stimulation therapy effectiveness diminished with her tremor coming out more when she was in close proximity to her wireless router. This was resolved when she distanced herself more from the router.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 64002, lot # n295691, implanted: (B)(6) 2012, product type adapter; product ID 3387s-40, lot # v173879, implanted: (B)(6) 2009, product type lead; product ID 3387-40, lot # j0309590v, implanted: (B)(6) 2003, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).